Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device was an error 255-32784-275 was not identified during the customer call. The tech support advised the user to ensure the pcu is connected to ac power prior to connecting to the system maintenance and return the module to the factory if issues still persist. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported 8015 is showing error (B)(6). There was no patient involvement.